Event description:
The customer reported via phone call that the sensor had a calibration error. Blood glucose level at the time of the incident was 149 mg/dl. Blood glucose level at the time of the call was 403 mg/dl. The customer was advised that the sensor would be replaced but is not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.